Manufacturer narrative:
P-cap locked in place properly during testing. Unit was received with original battery cap missing battery cap contacts. Proceeded by using a new battery cap and a new battery. Unit powered up properly after battery installation. No blank display or critical pump error (open book) was noted. Unit was downloaded successfully using thump software for reference. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the customer call date. The baat tool recorded the following: battery cycle 17.0 received the lowbatteryalert (104) on 09/16/2025 20:23:00 after more than 7 days at 25.54 days. Battery cycle 15.0 received the lowbatteryalert (104) on 07/28/2025 20:53:00 after more than 7 days at 38.57 days. Battery cycle 14.0 received the lowbatteryalert (104) on 06/19/2025 19:36:00 after more than 7 days at 39.97 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Unit passed the sleep current measurement, active current measurement and self test. No low battery alarms or unexpected battery power loss noted during testing. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within spec range. Pump received with normal operating currents. However, after battery replacements, unit repeatedly alarmed pump error 68, 49 and 23 before returning to home screen. Unit was cut open and a visual inspection of connectors and electronic assemblies was performed. Per visual inspection, corrosion was found on electronic assembly, including around external battery connector, keypad flex connector gold traces, and motor force sensor connector on pcb1. Isolate to electronic assembly. Unit was also received with the following cosmetic damages: cracked case (battery tube), cracked case-corner of belt clip rails, cracked keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer¿s allegations of blank display and critical pump error (open book) were not confirmed when unit powered on properly after battery installation. Unit was also received with original battery cap missing battery cap contacts. Allegations of cosmetic damage were confirmed when cracked case (battery tube) were noted during visual inspection. Additionally, during testing after battery reinsertions, unit repeatedly alarmed pump errors 23, 68, and 49, caused by corrosion on electronic assembly. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a critical pump error accompanied by an open book image on the screen, after which the insulin pump shut down and could not be turned back on. The customer also reported a physical damage, specifically a crack near the battery compartment. The customer reported no adverse event. The event involved product mmt-1712k. Troubleshooting was performed, including reviewing possible causes for the screen issue, confirming the presence of physical damage, and advising the customer to discontinue pump use, revert to alternative therapy per healthcare professional instructions, record pump settings, and place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1712k was requested, and the customer's response was that the device will be returned.